Event description:
It was reported that during the procedure in a non-tortuous, non-calcified, unspecified coronary vessel, pre-dilatation was performed and a 2.5x23 rx xience prime stent delivery system was advanced to the target site without resistance. An attempt was made to inflate the stent balloon; however, the balloon did not inflate. The stent delivery system was withdrawn from the anatomy and a hole in the catheter near the guide wire exit notch was observed. The device was exchanged for a new xience prime stent system and the procedure was performed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inflation failure/difficulty and shaft tear-leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.